Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) may be experiencing premature battery depletion. The device may be oversensing a seperate pacemaker. The physician has elected to monitor battery status until elective replacement indicator (eri) is reached.

Manufacturer narrative:
Upon receipt at cpi, the device was interrogated and found to have prematurely reached status of elective replacement indicator (eri) after 23 months of implant. The ICD was put through a series of tests, which confirmed the device's sensing, detection, and therapy delivery features functioned appropriately. The titanium case was removed, and the actual battery voltage measured 5.18 volts, rather than the 5.00 volts as indicated by device interrogation. Device current drain was normal. The cause of this discrepancy was isolated to a diagnositc circuit in the device. This anomaly in the diagnostic circuit caused the interrogated voltage to measure less than the actual battery voltage. This battery voltage discrepancy resulted in the device prematurely declaring eri, however it did not affect the device's ability to sense, detect, or deliver therapy.